Manufacturer narrative:
Fluoroscopic and echocardiographic imaging was provided to gore for evaluation. Fluoroscopic imaging demonstrated a gore® cardioform septal occluder implanted over a defect. Before locking the occluder, the imaging revealed the right eyelet and the mandrel were not aligned and were off center from the end of the control catheter. As the lock mechanism was engaged, the occluder and mandrel slid off from the end of the control catheter and shifted into the slot of the control catheter, preventing the mandrel from releasing itself from the occluder. The physician manually released the occluder by manipulating the delivery system. The gore® cardioform septal occluder was released and maintained acceptable apposition with a good result. Follow-up transthoracic and transesophageal echocardiography revealed a 0.6cm inferior residual leak next to the occluder.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a centrally located atrial septal defect with sufficient rims. The defect was balloon sized to 15.9mm. Upon device locking the lock loop did not release. The physician manipulated the delivery catheter and the lock loop released, successfully capturing the right atrial eyelet. Transesophageal imaging showed good device apposition and the procedure was concluded. Later the same day, transthoracic imaging identified inferior residual shunting. The gore® cardioform septal occluder was removed in a transcatheter procedure and a 16mm amplatzer septal occluder was implanted with no adverse effects.